Event description:
When the physician would try to fire, an error message would appear saying incomplete seal. Physician would regrab tissue and try a smaller bite and try to fire and would continue to get same error message of incomplete seal. After several attempts with the same error message appearing the physician asked for a new ligasure to be opened.